Manufacturer narrative:
Product analysis as found condition (condition of returned device): an axium prime coil was returned for analysis within a shipping box; within a sealed plastic biohazard pouch and within a dispenser track. The axium prime coil was returned within introducer sheath. Visual inspection/damage location details: the actuator interface, positive load indicator, coupler tube, and break indicator were found to be intact. This is indicative mechanical method detachment was not attempted. The axium prime coil pushwire was found to be bent within introducer sheath at ~147.2cm from proximal end. The coin was found to be still against the lumen stop. The implant coil was already detached and not returned. No other anomalies were observed. Testing/analysis (including sem reports): under the microscope, the outer jacket was then removed to gain access to the coin. The coin appeared to be damaged. The coin was unable to be measured accurately. The lumen stop appeared to be occluded with blood residue; however, did not appear to be visually damaged. The retainer ring was found to be visually acceptable; however, was unable to be measured accurately. Conclusion: based on the analysis performed, the customers report of ¿premature detachment¿ was confirmed as the axium prime was returned with the implant already detached; however, the cause could not be determined. Since the implant coil and included detach element were not returned for analysis, any contributing factors could not be determined. A possible cause for premature detachment is the coil not being retracted in a one-to-one motion with the implant pusher during repositioning. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b5, d9, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the resistance and were not determined. The coil was reported to have come out of the introducer sheath smoothly, and no kink or damage was observed on the pushwire.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured left middle cerebral artery m1 segment aneurysm with a max diameter of 3 mm and a 1.6 mm neck diameter. It was noted that the patient's blood flow was normal, and vessel tortuosity was minimal. It was reported that the axium spring coil had obvious resistance when being delivered through the echelon microcatheter and could not be delivered out of the distal end of the microcatheter. It was detached prematurely during the retrieval process and had been removed from the microcatheter. After being replaced with a new spring coil, it could be delivered smoothly. The catheter and the coil were not damaged. The physician did not reposition or attempt to detach the coil, and did not rotate the delivery pusher during the procedure. The surgeon believed that there was a quality problem with the spring coil and requested it in return. No surgical or medicinal intervention was required. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Continuation of d10: product ID 145-5091-150 (lot: 228689095); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.